Event description:
It was reported that this device triggered an alert due to the right ventricular lead exhibiting high, out of range impedances of 2022 ohms. An automatic safety switch from bipolar to unipolar recently occurred due to the out-of-range impedance measurement. The presenting electrocardiogram is clean/artefact free, and shows no oversensing, with 6% right ventricular pacing technical services were consulted and recommended in-clinic review for further assessment. This device remains implanted and in service. No adverse patient effects were reported. Additional information: a good faith effort was submitted to the field in an effort to obtain additional details regarding the status of this event. The field representative was unable to provide any further information.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device triggered an alert due to the right ventricular lead exhibiting high, out of range impedances of 2022 ohms. An automatic safety switch from bipolar to unipolar recently occurred due to the out-of-range impedance measurement. The presenting electrocardiogram is clean/artefact free, and shows no oversensing, with 6% right ventricular pacing technical services were consulted and recommended in-clinic review for further assessment. This device remains implanted and in service. No adverse patient effects were reported. Additional information: a good faith effort was submitted to the field in an effort to obtain additional details regarding the status of this event. At this time, no further information is available. Update: a new remote alert was triggered which showed undersensing on the recorded electrogram. Further review showed that during atrial arrythmias, the average ventricular rate is 73 beats per minute. It was also noted that the ventricular impedance continues to rise. The battery status is ok. Further review was recommended.

Manufacturer narrative:
Should additional information become available, a supplemental report will be provided.

Event description:
It was reported that this device triggered an alert due to the right ventricular lead exhibiting high, out of range impedances of 2022 ohms. An automatic safety switch from bipolar to unipolar recently occurred due to the out-of-range impedance measurement. The presenting electrocardiogram is clean/artefact free, and shows no oversensing, with 6% right ventricular pacing technical services were consulted and recommended in-clinic review for further assessment. This device remains implanted and in service. No adverse patient effects were reported.